Event description:
It was reported by the customer's biomed that the display was blank when powering the device on. It was also indicated that a service indicator was displayed. The biomed then changed the user interface board from another device and the display functioned properly; however, the service log had multiple error codes logged, indicating a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.